Event description:
It was reported that an alarm was heard and confirmed by telemetry. A critical alarm was occurring due to a motor stall. The stall was constant, no recovery was noted. After update, still no recovery in logs. The pt experienced withdrawal and was not feeling good with flu-like symptoms, fatigue, chills, and flush. The pt was scheduled for a pump replacement. The pt was stable with oral medications. It was noted that the pump had gone "haywire" in the past and required reprogramming; believes this happened three times. The drugs contained in the pump were dilaudid and baclofen.